Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient awoke that same morning with elevated blood glucose (bg) of 18.0 mmol/l and requested troubleshooting of the pump. The reporter denied any symptoms or ketones with the elevated bg. The reporter stated that the infusion set had been changed the previous night, and then after the patient awoke with elevated bg, the infusion set was changed again. The pump was not available for troubleshooting at the time of the initial call. Customer technical support made multiple attempts to follow-up with the reporter for troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reporter based on the allegation of a non-specific delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings:the black box data began on 05/13/2015. The black box data and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.